Manufacturer narrative:
Analysis was performed on the returned device. The reported frayed suture could not be replicated in a testing environment as the cut portion including the pre-knot of the suture was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. A conclusive cause for the reported frayed suture could not be determined as the cut portion including the pre-knot of the suture was not returned for analysis. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue.na.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using two proglide devices with a 6f sheath after a percutaneous coronary intervention (pci) procedure. Reportedly, a suture break occurred when advancing the knot of the first proglide device. Another proglide device was deployed; however, the physician found three sutures present when harvesting the suture. The rail suture appeared to have frayed. The physician attempted to advance the suture by "capturing the intact rail suture"; however, the suture split and was unable to be used to achieve hemostasis. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.